Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing. Additionally, it was reported this patient received inappropriate shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). The s-ICD system was therefore explanted and replaced with a transvenous system to enhance possibilities for discrimination of arrhythmia origin. No additional adverse patient effects were reported. The explanted device was not returned to boston scientific following explant.